Event description:
It was reported that pump screen was dark and would not turn on, even though pump was vibrating and showing red light around button. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to remove pump from case, press button in different ways, and plug pump into a known working power source, but pump still did not turn on. Customer reverted to manual daily injections for continued insulin therapy.